Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that one of the fellows encountered resistance when attempting to remove the spring wire guide (swg) from the catheter during insertion into the pt's right femoral vein. As she applied force to remove the swg, it came apart. There was no delay in treatment, no pt death and no pt complications were reported.